Event description:
It was reported that during a prostate procedure, the customer reported: ¿laser beam became very weak¿, at 17,251 joules and 3:46 minutes of usage. The procedure was completed with a second fiber. Patient outcome: "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #344a; serial #1706: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibits mild detritus adhesion; the metal cap is charred on the opposite side to the output window; the fiber cap also exhibits signs of a circumferential fracture of glass cap proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap;this failure mode is indicative of a fracture beneath the metal cap; the metal cap is charred at the location of the proximal fracture; the outer flow tubing is melted at the location of the proximal fracture. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.